Event description:
On 12/16/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On 12/20/24 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user was admitted to the hospital with high blood glucose levels likely caused by a failed infusion set change, although this was not confirmed. The user's blood glucose reached a high of 433 mg/dl and remained above 180 mg/dl for four days. The user reported feeling dizzy and suspected they may have been in diabetic ketoacidosis (dka). The user was treated with "diabetic medications" and fluids while admitted. They did not use any back-up therapy for the high blood glucose and were unsure if ketone testing was done or if their ketone action plan was followed. The event did not result in dka as initially suspected. The user has confirmed they are feeling much better and has resumed ilet insulin delivery following the hospitalization. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.